Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the touch screen wasn't responding at all, not even for the touch screen calibration in diagnostic menu. There was no patient or user harm reported.

Manufacturer narrative:
Serial # not provided.